Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found a defective flow sensor cplg. The technician replaced the defective flow sensor and performed functionality tests and tested the unit to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
The customer stated that the hcu40 displayed the error message "cplg. Water flow too low". Additional information: there were no patient involved the incident occurred on start up of the device. (B)(4).